Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that if a tracked sphere is damaged or obstructed by fluid or tissue it can create a geometry error for the tracking array causing the camera to track the instrument. Removing the damaged sphere from camera view resolves the geometry error. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the cranial patient reference frame was not visible to the camera. By covering one of the spheres, the frame started to be visible to the camera. When the sphere was uncovered, all 4 spheres were not visible to camera. After changing spheres, the problem continued. The site continued with one sphere removed. Later the issue could not be recreated. There was no patient impact reported and a less than one hour delay to surgery.